Manufacturer narrative:
Original evar was performed on (B)(6) 2016 and completed successfully. At the one-year follow-up examination, CT scans indicated that the diameter of the aneurysm had become smaller by 15mm. However, at the two-year follow-up examination, CT images showed a 10mm increase in the diameter of the aneurysm and a type 2 endoleak (patient-related). This discovery resulted in an open conversion, during which a type 3b endoleak was also observed. All devices were removed during the procedure and artificial blood vessel replacement was performed. The patient's condition is favourable and they will continue to be followed-up. This case involves a combination of endoleaks with sac expansion but the relative magnitudes of the endoleaks are unclear. Lombard has had few cases of late type iii endoleak referred to it and has usually found that holes made in the graft material coincide with the location of calcified plaques in the vasculature. In cases where there is pulsatile movement of the stent graft, such as in significant angulation of where endoleak allows the sac to be pressurised above diastolic blood pressure, graft fabric may impact onto calcified plaques with every heart-beat. It is unclear whether or not the type iii endoleaks was seen at the time of explant or only after testing with saline. Most stent grafts are initially permeable to blood, particularly around suture holes. Thrombogenicity of the stent graft causes clot to form over the suture holes, sealing the holes and making it blood-tight. In the absence of endoleak, any potential leakage through the graft wall will be discouraged by the enclosed volume of the sac. Thus it is not clear that when a stent graft is functioning normally in a patient, that the sealing over the suture holes is particularly robust. By sealing the ends of the explanted stent graft and injecting with saline, a type of 'pressure test' was performed which might have disrupted the thrombus and thin cellular matrix deposited on the stent-graft. It is therefore possible that the test created the type iii endoleak. There are several factors that are not known to lombard about the circumstances of the endoleaks and their discovery which makes it impossible to come to a definitive conclusion about the cause in this case. The possible explanations include: type ii endoleak only, type iii created at the time of testing. Type iii endoleak at a low level caused by un-sealed needle hole. Type iii endoleak caused by fretting of fabric on calcified plaque. Lombard medical performs various inspection steps of the finished stent graft as per (B)(4) (stent graft inspection), including a visual check for fabric damage and holes in the fabric. The stent graft was inspected and passed the inspection steps as per (B)(4). Additionally, as the type 3b endoleak appears to have occurred 2-years post-implantation, it is unlikely that the device had any fabric damage or defects at implantation. There is no information to suggest malfunction of the implant. All inspection and manufacturing activities met specifications.

Event description:
Type iiib endoleak.